Event description:
Intended use: bact/alert® pf plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms (bacteria and yeast) from blood. Issue description: a customer in france notified biomérieux of contamination with gram positive bacillus in association with bact/alert pf plus (plastic) ref. (B)(4), batch number 0004100392, expiration date 03-aug-2022 regarding pediatric bottle(s) with the system sys-bact/alert 3d 0600 (software version bta 3d b.50). The customer stated that they experience 1 to 2 bottles per week that are positive on the bact/alert 3d instrument, after 110 hours of incubation (about 4.5 days). Upon the gram stain's direct examination the customer sees gram positive bacillus. No organism is recovered in subculture as the customer is not able to identify an organism. It is understood that the customer incubated uninoculated bottles on the 3d instrument and received a negative result. It was reported that the customer's hygiene department has evaluated the disinfectants and reminded the customer of good sampling practices and has determined that no improvement is needed. The customer indicated that only 1 bottle is taken per child in the emergency department; when the result is positive on bact/alert and direct examination, this information is discussed with the doctor but no inappropriate treatment is given since, with clinical context, the positive result is considered as contamination. According to biomérieux¿s global customer service, the above feedback for the customer means the doctor does consider the positive result as a contaminant and has not treated the patients adversely. Biomérieux has requested further information regarding this case of contamination to further investigate (notably the identification of the potential contaminant). At the time of assessment, there is no indication or report from the laboratory that the contamination result led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: on (B)(6) 2022, the customer reported inoculated blood culture bottles grew gordonia species using bact/alert® pf plus (bta) culture bottles within the same bottle lot number: 0004100392. The customer stated their inoculated contamination rate for blood cultures increased with one to two bottles per week. The customer performed testing on uninoculated bottles and obtained negative results. The gordonia species contamination was observed in one hospital location in france (romorantin). The customer stated one pediatric bottle is collected per child in the emergency department. It is unknown the total number of pediatric patients and the total blood cultures that grew gordonia species. There was no instrument backup or graphs provided by the customer for global customer service to evaluate. The customer communicated to local customer service (lcs) the time to detection occurred after 110 hours of incubation, about 4.5 days. There was no indication or report from the laboratory that the contamination result led to any adverse event related to any patient¿s state of health. The customer did not report finding any bottles that looked to be contaminated before use. Investigation: batch history record and trend analysis: queries of deviations/CAPA pertaining to manufacturing data and for the bact/alert pf plus lot number: 0004100392 did not reveal any adverse trends relating to potential bottle contamination issues. Query on complaint data showed no adverse trend is present for the error code for contamination of a bottle. Query on complaint data showed no adverse trend is present for the bact/alert pf plus lot number: 0004100392. Investigation results: an internal investigation by the customer did not uncover the source of contamination. The customer¿s internal investigation included incubating bact/alert® pf plus blood cultures from bottle lot: 0004100392, the bottle cultures did not flag positive. The customer also tested disinfectants, sampling and sampling material as the potential sources of contamination; the results were negative, sterile. The customer also evaluated their good sampling practices and found no need for improvement. There was no evidence of specific patient harm, no incorrect result reported, and no inappropriate treatment prescribed to the pediatric patients stated in the complaint record. The impact of this event was low risk: customers are instructed within the information for use (IFU) for the bact/alert® reagent to perform confirmatory tests on all positive bottles. Manufacturing directions for bact/alert® culture bottles have multiple processes in place in efforts to reduce the possibility of non-sterile units. There was no evidence in the manufacturing record for the bottle lot, other manufacturing data, or complaint data supporting gordonia species originated from the manufacturing facility. The customer performed testing on uninoculated bottles and obtained negative results. Based on the information provided by the customer, there are most probable root causes for contamination of bottles bact/alert® pf plus lot: 0004100392 with gordonia species pertaining to complaint investigation (reference inv-12141): the most likely root causes are environmental, the contaminant entered the bottle with the sample, or the patient sample did have the organism present from an unknown source. Emergency department is a high traffic area and exposed to external elements brought in with patients. The customer¿s internal investigation focused on sampling technique and sampling materials; however, no mention of disinfection processes for areas that bottles typically have contact e.g., storage units for bottles, computer stations, phlebotomist carts. These areas could be sources of potential contamination. Environmental contaminant on a device/product used by the customer or on the bottle stopper/venipuncture site that was not adequately cleaned. This situation occurred with one to two bottles per week resulting as positives, the bottles were identified as gordonia species. Gordonia bacteria are some of the most ubiquitous gram-negative bacteria in the environment. This bacteria is primarily found in natural environments (water and soil) and in industrial environments (oil-producing wells and wastewater treatment bioreactors). Although this genus is known to be an environmental organism, is it also known to be an opportunistic pathogen. Humans are rarely considered to have an infection from gordonia bacteremia; however according to published literature gordonia species are ubiquitous aerobic nocardioform actinomycetes which are emerging pathogens that are often misidentified as rhodococcus or nocardia species but are reliably distinguished by 16s ribosomal rna gene sequencing. This implies either that gordonia species are truly emerging pathogens in pediatric patients or, more likely, that they are newly recognizable pathogens because of improved diagnostic technology. Article: gordonia species: emerging pathogens in pediatric patients that are identified by 16s ribosomal rna gene sequencing ¿ august 2007; 483-486. Source: clinical infectious diseases https://doi.org/10.1086/520018. Due to the lack of detailed information from the customer, it is unknown if the patients did present health conditions that would have been associated with gordonia species. In response to the contaminant of gordonia species at the customer¿s site, the hygiene department was contacted to do an internal investigation. The customer believed that the organism was a contaminant and not traced to patients. An internal investigation analyzed the results from the uninoculated bottles, disinfectants, sampling and sampling material as the potential sources of contamination; the results were negative, sterile. The customer also evaluated their good sampling practices, in order to identify control/preventive measures to address and found no need for improvement. The customer recognized that this complaint issue, which occurred with, unknown number of patients from the emergency department at the customer¿s site was a health-related event that warranted internal evaluation and potential internal actions to address. There were no other related complaints associated with bact/alert® pf plus culture bottles (p/n: 410853) for inoculated bottle contamination. A historical review of last year¿s data found no other similar complaints for contamination in bact/alert® pf culture bottles (p/n: 410853) against lot number: 0004100392. Great care must be taken to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottle since contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present. It is important to disinfect the bottle top using one disinfectant wipe per bottle and to follow the disinfectant manufacturer directions for drying time. There were 300 retain samples inspected from lot: 0004100392 on 09jun2022 by the part 2 investigator. No cloudy bottles, or bottles with yellow sensors were observed. If found, yellow sensors or cloudy media would indicate the bottle were contaminated before use. In addition, no other type of visual defects related to potential contamination were observed for these bottles. Conclusion: there is no evidence of any bottle malfunction with the bact/alert® pf plus lot: 0004100392 within production lot records. Monitoring and detection methods for potential bottle contamination are part of the manufacturing and quality control processes for bact/alert culture bottles.